Event description:
The customer loaded a pt on the novalis machine for treatment. The pt was positioned on the table and the machine was moded-up in treatment 6.5. An mlc interlock stopped the customer from beam on. The customer then pressed the mlc initialize button in the treatment application. After initialization was finished the field was moded-up again. When the customer verified the pt setup in the treatment room, customer realized that the wrong mlc shape was loaded for the field. It was not clear at the time if the loaded shape was random, from another field for the pt, or from a field for another pt. The mlc interlock disappeared and the customer could have performed the treatment with the wrong shape. No mistreatment occurred as the technician recognized the error prior to beam on. Investigation and risk analysis were completed in 2003 and determination was made to report under 5 day guidelines as company cannot rule out an "unreasonable risk of substantial harm to the public health."